Manufacturer narrative:
1. DHR/bhr review lot#3325167. 1 this batch of products were assembled at intima ii auto line 4 in december 2023, and packaged at r240 package line in december 2023. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos returned. 3. The retained sample of this batch is taken for 45psi leakage test, no leakage is found, and no abnormality is found on the prn. Please see attachment for the test report. 4. The prn is only suitable for normal pressure (i.e., less than 45psi, 300kpa) infusion. High pressure injection can cause damage to the prn. 5. This product has never been declared to be used for high-pressure injection. Conclusion: no abnormality is found on process and retained sample. Since the product (sku 383062) has never been declared to be used for high-pressure injection, the root cause of the burst prn is related to the wrong use of the product.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leaked with power injector on (B)(6) 2024, during the injection process of the high-pressure syringe, the heparin cap burst, causing the liquid to be lost, and the inspection was not completed.